Event description:
The facility reported that a male pt was receiving 5fu and sodium chloride (nacl) via an infusor in 2009, which reportedly over-infused resulting in leukoneutropenia. The total fill volume was 230 ml. The following chemotherapy cycle was postponed (for an unk length of time) and with a 20% reduction in dose. The sample is not available for evaluation. The same pt reportedly had experienced a similar event approximately one month ago; however, no adverse event occurred at that time.

Manufacturer narrative:
No sample is available for evaluation.